Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch ultrasmart meter is giving inaccurate erratic readings of ¿67 and 110 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. According to the patient, she took her usual dose of insulin and oral diabetes medication based on the reported blood glucose readings. Within 30 minutes of the alleged lfs meter readings, the patient developed symptoms described as ¿dizzy and blurry vision.¿ the patient indicated she did not required any medical intervention that would suggest a serious injury. During troubleshooting, the patient confirmed the readings were performed within 30 minutes of each other. The testing was performed per the owner¿s manual. The unit of measurement was set correctly. The test strips were within the discard date. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because, the patient managed her diabetes based on the lfs meter reading and developed symptoms suggestive of acute complication of diabetes. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (05/08/2014). The patient¿s meter and test strips have been returned on 4/18/2014 and 4/29/2014, respectively, and evaluated by lifescan product analysis on 4/28/2014 and 4/29/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results lower than -50% of the control solution when tested with control solution. In addition, a secondary issue was noted when the test strips were found to be contaminated. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/30/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.